Event description:
The pump was returned for investigation. Investigation found contamination under the button contacts. This report is made based on results of investigation completed on 05/02/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/02/2014 with the following findings:visual inspection of the pump found some cosmetic damages. Investigation found contamination under all the keypad button contacts. The pump powered up with the appropriate audible and vibratory functions. It was observed that the keypad cover was torn but all the buttons responded normally. (B)(6).